Event description:
The mini dislodged within the circumflex lesion. The report received from the field indicated that the first mini was deployed within the circumflex lesion. A dissection was noted at the distal area. Difficulty was experienced during attempts to place the second mini distal to the first stent. Upon withdrawal of the sds, the stent got caught on the first stent and embolized. The physician used an "ivus". The stent was deployed within the vessel. There was no report of patient injury or complications.